Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-may-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the service was not starting. A technical support specialist (tss) observed most application pools and services stopped; after restarting, pools would not stay running until discovering the customer had performed server maintenance and applied windows updates, then adjusted a gp setting at their request pools start successfully, pes login confirmed, and site down query shows good. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, had station not connect to web portal for es med server. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.